Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: taxus liberte ous mr 2.25 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Stent strut rows 1-10 from the proximal end of the stent are deformed. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. A visual and tactile examination of the inner and outer polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 17feb2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified posterior descending artery (pda). After predilation, a 32 x 2.25 mm taxus¿ liberté¿ balloon catheter was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.